Manufacturer narrative:
Cmp-(B)(4). Foreign - event occurred in (B)(6). Visual inspection of the returned product found the one end of the white suture line to be frizzy. No other damages were found on both of the returned blue and white suture line. Further inspection noted that the toggle button was not returned with the device. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the suture broke during use. No pieces were retained by the patient and no reported consequences occurred. Attempts have been made and no further information has been provided.